Event description:
Patient¿s (pt's) wife reported that pts infusion took longer than usual last time. She wanted to know if that is a sign the pump is wearing out. She said they started the infusions around (B)(6). Explained the pump should last longer than that. Suggested that they should monitor the next infusion and if it is still slower than usual lets us know and we can replace the pump. Also confirmed the connector fluid dispense was in the order and was the same as the connector they received previously. Start date - (B)(6) 2024. Indication: common variable immunodeficiency with predominant abnormalities of b-cell numbers and function.